Event description:
Additional information: it was stated that the catheter had hole in it on section outside of patient. It was replaced as reported previously patient had no injury; recovered without sequel.

Event description:
At the implant procedure, the new catheter had a leak at the 35cm mark and there appeared to be something fibrous coming out of the catheter. That particular portion of the catheter was not used; a new portion was spliced. There was no patient adverse event and following implant the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4). Analysis of the device (8709sc) (h818695108) found damage occurred to catheter body and guide wire during implant procedure. A sheer / tear was found at the 35 cm mark. Likely caused by difficultly with the guidewire interaction

Manufacturer narrative:
Implanted: (B)(6) 2012, product type: catheter. (B)(4).